Event description:
It was reported to sharps compliance inc. On (B)(6) 2012 that an lpn at (B)(6) was struck in the stomach with a needle protruding from a sharps container on (B)(6) 2012 - sharps received a report from (B)(6), that on (B)(6) 2012, an lpn working at (B)(6)had been stuck with a needle that was protruding from a sharps box. The report indicated that she/he was stuck in the stomach. On (B)(6) 2012, at this time we have not received info indication what model number was being used, who was stuck, or any other further details.

Manufacturer narrative:
Investigation of actual container not possible due to container not returned to sharps. It is also possible that the container in question is not a sharps compliance containers from other mfrs. All sharps containers are puncture proof. Product labeling on the container states "containers are puncture resistant, not necessarily puncture proof", and instructions for use state "do not overfill (fill line is noted on container label.) Lid must fit down tightly. Based on review of previous needle protruding from container reports it is usually the container being overfilled that leads to needle protrusions.